Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for placement of a stent to treat a pancreatic duct leak, the physician used a cook endoscopy fusion looptip wire guide. During cannulation into the pancreatic duct, the loop tip wire guide turned into a side branch from the main duct and created a false tract in the submucosa. The physician confirmed a perforation did not occur. The wire guide was removed from the endoscope and the stent was placed using a different wire guide. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents as isolated occurrence. Based on this information, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all fusion looptip wire guides are subjected to visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.